Event description:
Note: co's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. Hosp reported that during a case a leak was detected in the anesthesia system , they found that the tubing had split (approx. 1/2"-1.0"). The hosp reported that they immediately replaced the circuit and continued the case with no injury or harm to the pt. The hosp also reported an add'l 12 incidents where split tubing was found at set-up before any pt invovlement.

Manufacturer narrative:
Ten of the tubes split were tested for environmental stress crack resistance according to astm d 1693 by an independent laboratory. Two of the ten tubes failed the test; however, the laboratory reported the failure was due to a defect in the specimen. Co has reviewed co's test, mfg and equipment maintenance records associated with the subject finished lot to determine if the splits could have been caused by our internal processes. Additional circuits from inventory of the same tubing lot and other finihsed lots did not reveal any splits. No potential causes were identified. Co has not been able to conclusively identify the cause of the split tubing. Co will, however, evaluate the stack-up tolerances of the circuit y-piece, busing and tubing and make changes where deemed appropriate. This is considered an isolated incident. A review of our compalint files for the past year was conducted and there were no such reports.